Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to procedure, t-wave oversensing was noted. The device was explanted and replaced due to normal elective replacement indicator (eri), and the new device was programmed to avoid further oversensing episodes. The patient was in stable condition.